Event description:
It was reported that patient had PICC in the upper right arm. After insertion, medication was leaking from the insertion site. After removing the catheter, a crack was found about 10 m inside the patient's body. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen groshong nxt clearvue catheter with a two-piece connector assembly. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed between the 36 cm and 37 cm depth markings. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split; tensile weakness at the fracture site (due to material ballooning prior to burst); granular fracture surface texture (typical of tearing failure modes). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient had PICC in the upper right arm. After insertion, medication was leaking from the insertion site. After removing the catheter, a crack was found about 10m inside the patient's body. There was no reported patient injury. No other information was provided.